Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, pacing inhibition due to rv lead noise was observed. A double increase in rv lead capture threshold was also noted. The physician considered lead revision. The patient was stable.

Event description:
Related manufacturer reference number: 2938836-2020-00114. New information received notes that the rv lead was explanted on (B)(6) 2019.